Event description:
Reportedly, after firing on the pulmonary artery, the instrument would not release from the tissue. The surgeon stated that the cable broke inside the instrument. The surgeon was not able to open the device but was able to complete the case without injury to the patient.